Manufacturer narrative:
The customer reported that the cns (central nurse's station) went into communication loss while patients were being monitored. Shortly after, a windows error, "raid volumes may be degraded" displayed on the screen. No patient harm was reported. The cns came back into communication with all beds on its own and was functioning normally. The biomedical engineer followed up and reported that the cns has been functioning as it should, with no reports of error messages being displayed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the cns (central nurse's station) went into communication loss while patients were being monitored. Shortly after, a windows error, "raid volumes may be degraded" displayed on the screen.